Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider about a patient with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the patient's ins unexpectedly turned off. The physician was provided with scenarios in which the ins can turn off. There were no symptoms reported. No further complications were reported or anticipated. 2019-07-27 email x2 (rep, for) (B)(6).